Event description:
The pump was returned for investigation. Investigation revealed contamination under the keypad buttons. This report is made based on results of investigation completed on 04/16/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/16/2015 with the following findings: the keypad buttons were normally responsive. The keypad cover was removed and contamination was found under all the keypad button contacts. Unrelated to these issues, the keypad cover was peeling. (B)(6).